Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to verify battery replacement time frame due to button/keypad anomaly. The insulin pump was received with cracked case at display window corner and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the replacement insulin pump had a keypad anomaly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.